Manufacturer narrative:
Initial.

Event description:
It was reported that the patient accidentally detached the infusion set from the inset applicator while removing the paper backing, and the agent provided gentle-handling education to support correct deployment of the infusion set. Symptoms included none reported. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included troubleshooting with user education regarding proper handling during insertion. Investigation of this case revealed user handling of the infusion set and applicator as the probable factor leading to incorrect deployment or incomplete connection. It was concluded, based on previously established findings for similar reports, that the cause was user technique.